Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been re-implanted with the current device in (B)(6) 2023 due to infected skin over the implant. Now extrusion of the coil was reported. Reportetly, the user had multiple previous surgeries and thus battered skin. A re-positioning surgery has been scheduled for (B)(6) 2024.

Event description:
The user has been re-implanted with the current device in september 2023 due to infected skin over the implant. Now extrusion of the coil was reported. Reportedly, the user had multiple previous surgeries and thus battered skin. The surgeon believes what is showing now is due to the radiotherapy for the liposarcoma, even though it was 35 years ago; tis is the reason why the neighbouring skin is so completely free of irritation. The electrode had been pulled out of the cochlea from channel 6-12 while trying to reposition the implant during revision surgery. Also the electrode lead has been cut unintentionally. Backup has been implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the revision surgery. According to the information received from the field the recipient underwent a revision surgery due to an extrusion of the implant coil through the skin. Reportedly the recipient had multiple previous surgeries and thus battered skin, which might have contributed to the observed issue. Further a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.